Manufacturer narrative:
Additional information was provided in d.11., h.3., h.6. And h.10. Evaluation summary: qualified associated product were indicated. The viscoelastic indicated is not qualified for the lens/cartridge combination indicated. The reported "torn lens" damage was not observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned. Solution was dried on the lens. The lens was cleaned with lphse for further evaluation. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. The reported complaint of ¿torn lens¿ was not observed. No haptic or optic damage was observed. All product and batch history records are quality reviewed prior to product release. A unspecified associated product was indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol was torn when it deployed. There was no patient contact and the procedure was completed. Additional information has been requested.